Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: sustained and continues to suffer economic damages (including medical and hospital expenses) severe and possibly permanent injuries, disability, disfigurement, pain, suffering and emotional distress.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of stem. Added patient's dob, event date, account name, lawyer, revision surgeon and product details of head and liner. Added stem due to the alleged loosening. Corrected implant date.